Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set broke off when disconnecting to a clearlink system continu-flo solution set. This issue was identified during an unspecified patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.